Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day of onset, the patient was hospitalized and treated with cefazolin and fortum (1 gram, every day, intraperitoneally) for the event. The cause of the bacterial peritonitis event was unknown. At the time of this report, the patient had not responded to treatment and the bacterial peritonitis was ongoing. It was reported that four days after onset, the pd catheter was removed and hemodialysis was initiated. On the same day, antibiotic treatment was discontinued. No additional information is available.